Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer reported that following symptoms such as nausea, vomiting, disorientated, abdominal pain and difficulty breathing. The customer stated they don't have a backup plan available. The customer was treated with pump. The customer was admitted to the hospital and treated with insulin drip, now on sliding scale insulin and came in with diabetic ketoacidosis. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to change set every 3 day.